Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a "red heart" alarm the previous day and found a tear in his driveline where it connects to the system controller. When the connection was held together, the alarm stopped and the pump continued to function normally. The patient was asymptomatic as long as the connection was held together. When the patient arrived at the hospital, electrical tape was used to secure the connection, and has been successful at doing so thus far. The log file was reviewed and the events were confirmed. The MFR's technical support representative replaced the distal end of the percutaneous lead. The patient remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the MFR for evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.